Event description:
Pt connected to a seimens servoventilator model 300. While ventilating the pt the ventilator started gushing air and ventilation stopped. Alarms sounded and the patient was bagged. A replacement ventilator was connected to the patient.